Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced confusion, altered mental status, dizziness, and was unable to stand straight. The cgm was reading low, and the blood glucose reading was 450 mg/dl. The patient self-treated with insulin and recovered after treatment. At the time of the report the same day, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.